Event description:
Pt had undergone back surgery and the surgery was of a longer duration (approx. 4-5 hrs) than normal. Pt was in the prone position during this period. Apparently after the surgery, pt experiened some redness and swelling of the face and was also being treated for a problem with his vision. It was reported that pt incurred an injury to his left eye, allegedly from facial contact with the bareskin foam headrest used by the hospital during the surgery to position and cushion the face during surgical procedures. Drops were applied to the left eye after injury. It is unk what other treatment the pt may have received. Current condition and prognosis is unk.